Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email that he had a severe low blood glucose that caused him to black out and fall backwards into his garage door. Customer stated that this caused his spine to break.